Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. One unpackaged ar-3600-2 serial/batch number (B)(6) was received for investigation. Visual evaluation found the device shaft is slightly bent. No additional issues were found. Because no preparation bone information was provided, the complaint cannot be confirmed.

Event description:
It was reported that during a shoulder arthroscopy the anchor slipped from the bone. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.